Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead experienced dizziness and presented to the hospital for a device check. Interrogation of the device revealed 47,469 atrial tachycardia response (atr) episodes were stored, all showing noise. The noise was easily reproducible with isometrics. A review of the pacing impedance measurements found intermittent values of over 2834 ohms. The patient was released after the device check and returned the following month for a lead revision. When the pocket was opened and the device removed, blood was noted in the header in the ra port. The ra lead was explanted and replaced. The device remains in service with the new lead. No additional adverse patient effects were reported.